Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update received on 24-mar-2023 did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: g4 and h4 d1, d2, d4 and d10.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. Litigation alleges severe pain and discomfort, increased metal levels in blood including cobalt and chromium; permanent injuries, emotional distress, disability, and disfigurement. Doi: (B)(6) 2008, dor: (B)(6) 2020, left hip.

Event description:
After review of pfs (final) ad (B)(6) 2023, patient reported revision was done due to increased pain and discomfort on the left hip. There was pain felt upon walking. The patient could hear clicking sound and feel lumps and bumps in the hip area as well. Patient felt fear and anxiety due to prolonged exposure to metallosis and high ion levels. Additionally, the patient believed that the neurotoxicity of the metallosis result in his mild cognitive impairment. Doi: (B)(6) 2008, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
After review of the medical records, the patient was revised to address large symptomatic pseudotumor, elevated metal ions resulting to pain. Operative note reported a large amount of metallosis and abductor appeared thin and had a hole. There was a large amount of purulent subcapsular fluid removed. Metal debris and necrotic tissue were removed. The hole in the abductor was repaired. External rotator and capsule were repaired back to greater trochanter via bone tunnels. Doi: (B)(6) 2008, dor: (B)(6) 2020, left hip.